Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Patient's mother was advised to forget transmitter in the bluetooth settings, remove all bluetooth devices from immediate area, restart the smart device and turn on the bluetooth settings, advised patient to start the dexcom application and choose the "pair new" option to start pairing. Patient verified bluetooth symbol is blinking however patient received transmitter not found. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(4) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).